Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("unusual bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), infection ("infections") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6) 2014 plaintiff underwent a hysterectomy to remove essure device). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, infection and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage, infection and menstrual disorder to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("unusual bleeding/heavy bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 in 1992, multi gravida, back pain, leg injury, localised muscle pain, breast reduction in 1985, gastric bypass in 1992, fibroids in 2006, laceration in 2008, systemic lupus erythematosis, asthma, migraine headache and ovarian cyst. *she had negative for malignancy. Previously administered products included for constipation: colace; for gi cramps: ibuprofen; for rash: morphine, propoxyphene n-acetaminophen and percocet (oxycodone-acetamimphen); for an unreported indication: percocet, demerol, vicodin, toradol, nausea, ibuprofen and ambien. Concurrent conditions included obesity, incomplete abortion (suction dilatation and evacuation), anemia, menorrhagia, erythema, tobacco user (smokes 1 opack of cigarettes per day) and alcohol use (occasional alcohol use). Concomitant products included normensal (ortho-novum) from (B)(6) 2004 to (B)(6) 2005. In 2004, the patient experienced migraine ("migraine") and back pain ("back pain"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced uterine leiomyoma ("implanted the essure there were no fibroids, however after the dye test in (B)(6) 2005, he noticed there were several"). In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain(cramp like abdominal pain)"). In (B)(6) 2009, the patient experienced systemic lupus erythematosus ("lupus"). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), infection ("infections"), dyspareunia ("painful intercourse") and neck pain ("cervical pain"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (in (B)(6) 2014 plaintiff underwent a hysterectomy to remove essure device). Essure (ess205) was removed in (B)(6) 2013. In (B)(6) 2011, the abdominal pain had resolved. In 2013, the migraine and back pain had resolved. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, infection, dyspareunia, ovarian cyst, systemic lupus erythematosus, neck pain and uterine leiomyoma had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, genital haemorrhage, infection, menstrual disorder, migraine, neck pain, ovarian cyst, systemic lupus erythematosus and uterine leiomyoma to be related to essure (ess205). The reporter commented: the essure devices were deployed in the left fallopian tube and right fallopian tube with one coil and three coils extruding from the ostia bilaterally. She had and exploratory laparotomy with left salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Essure confirmation test: (B)(6) 2005 dye test. On (B)(6) 2012, she had right oophorectomy and salpingectomy on final diagnosis shows ovary benign inclusion cyst fallopian tube with no significant pathologic changes. And on gross description: received in formalin, labeled "right tube and ovary" was an enlarged tan pink to yellow lobulated ovary measuring 5.3 x 2.5 x 2.5cm and attached fallopian tube measuring 3.5 x8 cm, weighing21.0grames the tubo ovarian surface was glistening and smooth. On the ovarian surface, at one edge, there is an opaque gray white lobulated raised nodular area measuring 1.0 cm in diameter. The ovary was sectioned to reveal a unilocular cyst measuring 3.5 x 2.5 x 2.0 cm, within which is scant blood clot, the cyst inner lining was smooth and appears trabeculated, the remaining cut surface displays multiple corpora lutea and corpora aibicantia within a rubbery stroma. The fallopian tube has a fimbriated end and is sectioned to reveal a pinpoint lumen. On (B)(6) 2013, she had surgical pathology report revelers that left fallopian tube and ovary complete transection of histologically unremarkable fallopian tube. Ovary with hemorrhagic corpus luteum. Negative for malignancy. And on gross description received in formalin was a fallopian tube and ovary that weighs 16grams. The fallopian tube segment shows a fimbriated end with adhesions to the corresponding ovary. The tube is 3cm in length with a diameter of 0.6cm. The corresponding ovary was dilated and measures4.0x2.5x2.2cm sectioning through the ovary shows a hemorrhagic cortical cyst 0.7cm. Representative sections are submitted in two cassettes. Final diagnosis determined by microscopic examination. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain,back pain, neck pain, ovarian cyst, migraine" most recent follow-up information incorporated above includes: on 5-feb-2018: reporters added case become medically confirmed and updated patient demographics as height and weight. Historical condition, historical drug, concomitant disease and laboratory data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laceration in 2008, fibroids in 2006, gastric bypass in 1992, breast reduction in 1985, parity 1 in 1992, multi gravida, back pain, leg injury, localised muscle pain, systemic lupus erythematosis, asthma, migraine headache, ovarian cyst and headache. *she had negative for malignancy. Previously administered products included for birth control: ortho novum; for constipation: colace; for gi cramps: ibuprofen; for rash: morphine, propoxyphene n-acetaminophen and percocet (oxycodone-acetamimphen); for an unreported indication: ambien, demerol, vicodin, toradol, nausea, ibuprofen and percocet. Concurrent conditions included obesity, incomplete abortion (suction dilatation and evacuation), anemia, menorrhagia, erythema, tobacco user (smokes 1 opack of cigarettes per day) and alcohol use (occasional alcohol use). Concomitant products included mestranol;norethisterone (ortho novum) from (B)(6) 2004 to (B)(6) 2005. In 2004, the patient experienced migraine ("migraine") and back pain ("back pain"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient was found to have uterine leiomyoma ("implanted the essure there were no fibroids, however after the dye test in (B)(6) 2005, he noticed there were several"). In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain(cramp like abdominal pain)"). On (B)(6) 2009, the patient experienced systemic lupus erythematosus ("lupus"), 5 years after insertion of essure (ess205). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("unusual bleeding/heavy bleeding"), menstrual disorder ("unusual periods"), infection ("infections"), dyspareunia ("painful intercourse"), neck pain ("cervical pain") and abdominal distension ("bloating"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (in (B)(6) 2014 plaintiff underwent a hysterectomy, also underwent right and left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2013. In (B)(6) 2011, the abdominal pain had resolved. In 2013, the migraine and back pain had resolved. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, infection, dyspareunia, ovarian cyst, systemic lupus erythematosus, neck pain and uterine leiomyoma had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, dyspareunia, genital haemorrhage, infection, menstrual disorder, migraine, neck pain, ovarian cyst, systemic lupus erythematosus and uterine leiomyoma to be related to essure (ess205). The reporter commented: the essure devices were deployed in the left fallopian tube and right fallopian tube with one coil and three coils extruding from the ostia bilaterally. She had and exploratory laparotomy with left salpingo-oophorectomy. Date(s) of removal: (B)(6) 2012, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: several fibroids.. Essure confirmation test: (B)(6) 2005 dye test. On (B)(6) 2012, she had right oophorectomy and salpingectomy on final diagnosis shows ovary benign inclusion cyst fallopian tube with no significant pathologic changes. And on gross description: received in formalin, labeled "right tube and ovary" was an enlarged tan pink to yellow lobulated ovary measuring 5.3 x 2.5 x 2.5cm and attached fallopian tube measuring 3.5 x8 cm, weighing21.0grames the tubo ovarian surface was glistening and smooth. On the ovarian surface, at one edge, there is an opaque gray white lobulated raised nodular area measuring 1.0 cm in diameter. The ovary was sectioned to reveal a unilocular cyst measuring 3.5 x 2.5 x 2.0 cm, within which is scant blood clot, the cyst inner lining was smooth and appears trabeculated, the remaining cut surface displays multiple corpora lutea and corpora aibicantia within a rubbery stroma. The fallopian tube has a fimbriated end and is sectioned to reveal a pinpoint lumen. On (B)(6) 2013, she had surgical pathology report revelers that left fallopian tube and ovary complete transection of histologically unremarkable fallopian tube. Ovary with hemorrhagic corpus luteum. Negative for malignancy. And on gross description received in formalin was a fallopian tube and ovary that weighs 16grams. The fallopian tube segment shows a fimbriated end with adhesions to the corresponding ovary. The tube is 3cm in length with a diameter of 0.6cm. The corresponding ovary was dilated and measures4.0x2.5x2.2cm sectioning through the ovary shows a hemorrhagic cortical cyst 0.7cm. Representative sections are submitted in two cassettes. Final diagnosis determined by microscopic examination. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain,back pain, neck pain, ovarian cyst, migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laceration in 2008, fibroids in 2006, gastric bypass in 1992, breast reduction in 1985, parity 1 in 1992, multi gravida, back pain, leg injury, localised muscle pain, systemic lupus erythematosis, asthma, migraine headache, ovarian cyst and headache. *she had negative for malignancy. Previously administered products included for birth control: ortho novum; for constipation: colace; for gi cramps: ibuprofen; for rash: morphine, propoxyphene n-acetaminophen and percocet (oxycodone-acetamimphen); for an unreported indication: ambien, demerol, vicodin, toradol, nausea, ibuprofen and percocet. Concurrent conditions included obesity, incomplete abortion (suction dilatation and evacuation), anemia, menorrhagia, erythema, tobacco user (smokes 1 opack of cigarettes per day) and alcohol use (occasional alcohol use). Concomitant products included mestranol;norethisterone (ortho novum) from (B)(6) 2004 to (B)(6) 2005. In 2004, the patient experienced migraine ("migraine") and back pain ("back pain"). On 30-sep-2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient was found to have uterine leiomyoma ("implanted the essure there were no fibroids, however after the dye test in (B)(6) 2005, he noticed there were several"). In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain(cramp like abdominal pain)"). On (B)(6) 2009, the patient experienced systemic lupus erythematosus ("lupus"), 5 years after insertion of essure (ess205). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("unusual bleeding/heavy bleeding"), menstrual disorder ("unusual periods"), infection ("infections"), dyspareunia ("painful intercourse"), neck pain ("cervical pain") and abdominal distension ("bloating"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (in (B)(6) 2014 plaintiff underwent a hysterectomy, also underwent right and left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2013. In (B)(6) 2011, the abdominal pain had resolved. In 2013, the migraine and back pain had resolved. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, infection, dyspareunia, ovarian cyst, systemic lupus erythematosus, neck pain and uterine leiomyoma had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, dyspareunia, genital haemorrhage, infection, menstrual disorder, migraine, neck pain, ovarian cyst, systemic lupus erythematosus and uterine leiomyoma to be related to essure (ess205). The reporter commented: the essure devices were deployed in the left fallopian tube and right fallopian tube with one coil and three coils extruding from the ostia bilaterally. She had and exploratory laparotomy with left salpingo-oophorectomy. Date(s) of removal: (B)(6) 2012, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: several fibroids.. Essure confirmation test: (B)(6) 2005 dye test. On (B)(6) 2012, she had right oophorectomy and salpingectomy on final diagnosis shows ovary benign inclusion cyst fallopian tube with no significant pathologic changes. And on gross description: received in formalin, labeled "right tube and ovary" was an enlarged tan pink to yellow lobulated ovary measuring 5.3 x 2.5 x 2.5cm and attached fallopian tube measuring 3.5 x8 cm, weighing21.0grames the tubo ovarian surface was glistening and smooth. On the ovarian surface, at one edge, there is an opaque gray white lobulated raised nodular area measuring 1.0 cm in diameter. The ovary was sectioned to reveal a unilocular cyst measuring 3.5 x 2.5 x 2.0 cm, within which is scant blood clot, the cyst inner lining was smooth and appears trabeculated, the remaining cut surface displays multiple corpora lutea and corpora aibicantia within a rubbery stroma. The fallopian tube has a fimbriated end and is sectioned to reveal a pinpoint lumen. On (B)(6) 2013, she had surgical pathology report revelers that left fallopian tube and ovary complete transection of histologically unremarkable fallopian tube. Ovary with hemorrhagic corpus luteum. Negative for malignancy. And on gross description received in formalin was a fallopian tube and ovary that weighs 16grams. The fallopian tube segment shows a fimbriated end with adhesions to the corresponding ovary. The tube is 3cm in length with a diameter of 0.6cm. The corresponding ovary was dilated and measures4.0x2.5x2.2cm sectioning through the ovary shows a hemorrhagic cortical cyst 0.7cm. Representative sections are submitted in two cassettes. Final diagnosis determined by microscopic examination. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain,back pain, neck pain, ovarian cyst, migraine". Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Reporter added. Added event bloating. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("unusual bleeding/ heavy bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 in 1992 and multi gravida. Concurrent conditions included obesity. Concomitant products included normensal (ortho-novum) in (B)(6) 2004. In 2004, 107 days before insertion of essure (ess205), the patient experienced migraine ("migraine") and back pain ("back pain"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced uterine leiomyoma ("implanted the essure there were no fibroids, however after the dye test in (B)(6) 2005, he noticed there were several"). In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain (cramp like abdominal pain)"). In (B)(6) 2009, the patient experienced systemic lupus erythematosus ("lupus"). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), infection ("infections"), dyspareunia ("painful intercourse") and neck pain ("cervical pain"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (in (B)(6) 2014 plaintiff underwent a hysterectomy to remove essure device). Essure (ess205) was removed in (B)(6) 2013. In (B)(6) 2011, the abdominal pain had resolved. In 2013, the migraine and back pain had resolved. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, infection, dyspareunia, ovarian cyst, systemic lupus erythematosus, neck pain and uterine leiomyoma had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, genital haemorrhage, infection, menstrual disorder, migraine, neck pain, ovarian cyst, systemic lupus erythematosus and uterine leiomyoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Essure confirmation test: (B)(6) 2005 dye test. Most recent follow-up information incorporated above includes: on 8-jan-2018: new events ovarian cysts, fibroids, lupus, cervical pain, abdominal pain(cramp like abdominal pain), pelvis cramping, migraine, implanted the essure there were no fibroids, however after the dye test in (B)(6) 2005, he noticed there were several and back pain were added. Reporters and other relevant history were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.